Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results are not available; the device was not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during a fess case the blade broke off into the patient's nose. They were able to retrieve the fragment using graspers. They opened a new blade and had no further issues. There was no patient harm.